Manufacturer narrative:
Fragmentation testing of the unolok blunt fill needle per iso 7864 was conducted by the factory in an attempt to recreate the coring failure mode of the suspect batch with retain samples from batch # 17531d, and competitor bd samples (batch# 4242782). The bd product is also used by the complainant in their kit, and is considered a substantial equivalent. Twenty-five samples of each brand were tested under the same conditions. Test results indicated there was no coring (fragmentation) of the rubber closure by either brand when the blunt fill needles are tested per iso 7864.

Event description:
It was reported by the customer that three different users experienced coring when using the unolok needle. The customer had recently switched from another brand and did not experience coring with the other brand. The customer states they did not change their protocol when implementing the needle change.